Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during drain 3 of 4, while the hp was connected. The hp stated that they did not see any air in the lines nor any other reason for the alarm. The technical service representative (tsr) advised the hp to end therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported problem was not confirmed during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: an alarm indicative of a potential malfunction of the disposable cassette was identified. The device was returned for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The device was run on a homechoice (hc) device with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.